Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. On 07/26/2024, the patient felt lethargic. The cgm was displaying 328 mg/dl and their bg finger stick reading was 505 mg/dl. The patient's relatives provided the patient with an insulin shot on her stomach and brought her to the hospital around 9:00pm because her bg reading kept increasing. At the hospital, the patient was given insulin via IV therapy. The patient as diagnosed with hyperglycemia. The patient was at the hospital for 4 hours. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.